Manufacturer narrative:
Corrected information h6 device codes: previously reported device code 1183 was replaced by 4016 to better represent the reported symptom. Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "turns on/off by self" which were verified through a review of the event history log by the presence of multiple "improper shutdown!" Messages but not reproduced during evaluation. No battery was returned with the device. Evaluation found the pump to function as intended during testing using a known good battery and customer power cord. The 'improper shutdown!' Alarms in the log occurs when all power to the pump becomes disconnected and the log cannot be used to determine if power was manually disconnected. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turns on and off by itself. There was no known patient injury or medical intervention associated with this event. No additional information is available.